Manufacturer narrative:
A CAPA has been initiated for this issue. The device is included in the proclaim drg neuromodulation impedance error advisory notice issued by abbott on (B)(6) 2018. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during an implant procedure, an impedance check was performed and an error message stating ¿the system encountered a problem. Contact sjm if the problem persists¿ was displayed on the programmer. The device was not implanted. No known impact or consequences to the patient were reported.